Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6. H3 and h10. Results of investigation: the suspect device was returned to vyaire medical for evaluation. Exact root cause could not be determined as no failure detected. Return analysis visual inspection of the unit found it returned without the screen protector (this is expected since the screen protector is only intended to protect the screen during initial shipment to the customer and not recommended to remain attached during use). There was no noticeable film or any type of residue left on the screen nor were there any indications of damage or misuse. During ventilation, the screen was consistently touched with different menus and features accessed, and the display functioned as expected. Power was cycled off (via standard shutoff procedure) then on 10 times and each time shutdown and booted up successfully with no issues, alarms, or warning messages. Accessed ¿service screens #7: display / user input¿ and tested ¿display¿ for ¿test native colors¿ and ¿test color gradients: touchscreen¿ for ¿test touchscreen¿ and still passed without issue. Throughout testing the display functioned as expected being responsive to every touch. The reported complaint was not duplicated. As a resolution, customer ordered parts for replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: the suspect device has not been return for investigation. However, the customer recreated the issue and noticed a 'film' on the screen. Cleaned the screen and the display became responsive again. After a few minutes though, it went completely unresponsive. Power cycling does not help. Sw 6.1. Customer will try to download logs and will check connections to the display to verify nothing has become unseated. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us 17,3" ventilator had touchscreen becoming intermittently unresponsive to touch. Unit was on a patient at the time, but no patient harm. Unit swapped out.